Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon mentioned about the patient dislocating hemiarthroplasty yesterday. We are doing the revision today and the implant sheet is attached for what we used. Initial surgery date was (B)(6) 2024. All implants are now removed for the revision except for the cement plug.